Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned.

Event description:
It was reported that during a lap sigmoidectomy, the firing force was higher than expected. The device was used on between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.